Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information now provided.software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation system computer unexpectedly exited. The site relaunched the software and found the patient registration had saved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.